Manufacturer narrative:
A manufacturing review could not be performed as the lot number was not provided. The device was not returned for evaluation; therefore, the complaint investigation is inconclusive for filter failing to advance. Based upon the available information, the definitive root cause for this event is unknown.

Event description:
It was reported that during a vena cava filter deployment, the filter could not be fully deployed as two legs did not advance through the sheath. Jugular access was gained, while a snare device was used to capture and retrieve the filter successfully. Another vena cava filter was deployed successfully through the jugular vein, without further incident. There is no reported patient injury.